Event description:
It was reported that this right atrial (ra) lead was surgically abandoned due to noise and low out of range impedances bellow 200 ohms caused by suspected insulation issues. Another ra lead was successfully implanted. No additional adverse patient effects were reported.